Manufacturer narrative:
The field service engineer (fse) discovered a cut yellow striped tubing at pinch valve vl12a. The fse replaced the cut tubing and resolved the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported brown fluid leaked underneath the instrument involving the coulter lh 780 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.